Manufacturer narrative:
Based on the claim against the product by the customer noting physical damage, an investigation is in progress. An RMA was issued to the customer requesting to have the intuitive surgical, inc. (Isi) device returned. Additional information is being gathered to determine the contribution of the device to the customer reported issue. The product has not been returned for evaluation. Therefore, the root cause of the customer reported failure mode could not be determined.

Event description:
It was reported that during a da vinci-assisted myomectomy surgical procedure, the front part of the harmonic ace instrument was separated. A backup instrument of the same kind was used to continue the procedure. There was no report of fragments falling inside the patient. The procedure was converted to open with no report of patient injury. Intuitive surgical, inc. (Isi) followed up with the initial reporter and obtained the following additional information: the instrument was inspected prior to use with no abnormality. The customer confirmed that two harmonic ace instruments broke during use, but no fragment fell inside the patient. The site used the third instrument and elected to convert to open surgery due to several issues with multiple instruments. The patient had no injury and did not experience any post-operative complications following the surgical procedure. Intraoperative collision or misuse involving the instrument was not observed. The instrument operated as expected during use. Photographic images of the device(s) or a video recording of the procedure were not available for isi review.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) received a da vinci product to perform failure analysis. The harmonic ace instrument was analyzed and found to have a broken clamp arm. The inner tube slots where the clamp arm hinges was what broke off, causing the arm to dislodge. Common causes of the failure mode broken harmonic insert are attributed to mishandling/misuse, likely from excessive loading. The complaint regarding physical damage was confirmed by failure analysis, which indicates that the device did contribute to the customer reported issue.

Event description:
Refer to h10/h11 for follow-up information.